Manufacturer narrative:
The customer responded to physio-control's request for additional information. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient survived the event. The customer further advised that they always have access to a backup device (with its own quik-combo therapy cable) available for use, if needed. The customer advised that she was unable to provide any further details about the patient or the event. Finally, the customer also advised that the initial reporter was the facility¿s biomedical engineer. Accordingly. Physio-control further evaluated the removed quik-combo therapy cable and determined that the cause of the reported issue was due to worn out high voltage contacts on the distal quik-combo connector. It was also observed that there was a gap during connection due to a worn out latch on the side of the connector.

Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect the patient via a quik combo therapy cable and physio-brand therapy electrodes. The customer advised that medical personnel were attempting to shock the patient when the reported issue was observed. Medical personnel then manipulated the cable and were able to obtain a rhythm and continue patient care. A backup device was available, but not used during the event. No further details were provided. The inability to obtain the patient's rhythm during the event could delay or prevent defibrillation if it were necessary. The customer advised that the physio-brand therapy electrodes used during the event were disposed of and therefore not available for evaluation. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control duplicated the reported issue when testing the device along with the customer's quik-combo therapy cable. Physio-control then installed a new quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue was the quik-combo therapy cable.

Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect the patient via a quik combo therapy cable and physio-brand therapy electrodes. The customer advised that medical personnel were attempting to shock the patient when the reported issue was observed. Medical personnel then manipulated the cable and were able to obtain a rhythm and continue patient care. A backup device was available, but not used during the event. No further details were provided. The inability to obtain the patient's rhythm during the event could delay or prevent defibrillation if it were necessary. The customer advised that the physio-brand therapy electrodes used during the event were disposed of and therefore not available for evaluation. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about both the patient and the event; however, no response has been received.